Manufacturer narrative:
Additional information: section h imdrf annex codes, device manufacture date, section d unique identifier (UDI), medical device model, brand name, medical device catalog, section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 1 failed and did not recover. The field service engineer (fse) found that the tower door 1 indicated it was open even though it was fully closed. The engineer tightened the electrical connectors on door 1. The engineer also found that doors 2, 5, and 7 experienced communication issues during reboot. The fse then inspected the entire tower and verified that all eight latches were functioning properly. The electrical connectors were confirmed to be secure, and proper operation was verified using the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, tower door 1 was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.